Event description:
It was reported that pump touch screen only partially lit up, preventing the customer from reading and interacting with the pump. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.